Event description:
The pt was reportedly experiencing a decrease in performance and sound. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device was recommended.